Manufacturer narrative:
Concomitant medical products: programmer model 37743, serial # (B)(4); recharger model 37752, serial # (B)(4); lead model 3777-60, serial #(B)(4), implanted: (B)(6) 2010 explanted: unknown; lead model 3777-60, serial # (B)(4), implanted: (B)(6) 2010 explanted: unknown.

Event description:
It was reported that while the stimulation was turned on the patient experienced a shocking or jolting sensation. The lead was reported to have been "coiled" around fusion metal causing the shocking. The implantable neurostimulator system was explanted six weeks prior to an implantable pump being placed. The patient also reported pain in the tail bone since a fall. MRI revealed the pump was not causing or related to the pain in the tail bone. Additional information has been requested, but was not available as of the date of this report.